Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample, item and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by user facility: when attempting to draw blood in the port access area, the caresite leaked a scant amount of blood. The nurse then noticed that the valvae had previously leaked saline solution onto the patient. The valve was then replaced with no further issues. No patient injury.